Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection after the implant of a device with an antibacterial absorbable envelope. No further patient complications have been reported as a result of this event.